Event description:
The patient had well known advanced heart failure with a left ventricular assist device (lvad) and was do not resuscitate. The patient had tracheostomy tube replaced/repositioned today and had subsequent respiratory issues and bleeding. On arrival, the patient was obtunded, hypercapnic with blood coming from the trachea. Tracheostomy tube was placed by general surgeon in october and they called surgery to come help evaluate but their saturation of peripheral oxygen was 99% and they could be bagged, but there was some difficulty. Bronchoscope showed trach tube in correct place, and there was lots of frothy blood coming up from lungs but no source of bleeding above. On arrival the patient also had immense swelling to chest/head/neck w crepitance. Chest x-ray showed large amount of subcutaneous emphysema and good sized right pneumothorax. Patient had somewhat an abrupt change in their blood pressure and flow alarms on their lvad and had cardiopulmonary arrest. After discussion with the family they were agreeable to attempting to relieve this by placing a chest tube although they were a do not resuscitate. They did have improvement of lvad flow and blood pressure after the chest tube placement but they subsequently continued to decline. Heart failure and cardiovascular intensive care unit was consulted. Family eventually elected to halt interventions and proceed with comfort care given their situation and did not want any further treatment or interventions. The death was not considered to be device or therapy related and the device operated as expected. No devices would return.

Manufacturer narrative:
Other annex e codes: metabolism and nutrition e12: electrical imbalance e1202: blood bicarbonate increased e120207. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. It was reported that the patient had a tracheostomy (trach) tube replaced/repositioned and had subsequent respiratory issues and bleeding. The patient was noted to have had well known advanced heart failure and was made do not resuscitate (dnr). On arrival, the patient was obtunded and hypercapnic with blood coming from the trachea. A trach tube had been placed by the general surgeon a few months prior. Surgery was called to come help evaluate but the patient's saturation of peripheral oxygen (spo2) was 99% and they were able to be bagged but with some difficulty. Bronchoscopy showed the trach tube in the correct place, and there was a lot of frothy blood coming up from the lungs but no source of bleeding above. On arrival the patient also had immense swelling to the chest/head/neck with crepitus. A chest x-ray showed a large amount of subcutaneous emphysema and a sizeable right pneumothorax. The patient had somewhat an abrupt change in their blood pressure with flow alarms on the left ventricular assist device (lvad) and had cardiopulmonary arrest. After discussion with the family, they were agreeable to attempting relief by placing a chest tube, although the patient was dnr. They did have improvement of lvad flow and blood pressure after the chest tube placement, but they subsequently continued to decline. Heart failure and cardiovascular intensive care unit (cvicu) was consulted. The family eventually elected to halt interventions and proceed with comfort care given the situation and did not want any further treatment or interventions. The patient ultimately expired on (B)(6) 2024. The patient's outcome was not considered to be device or therapy related and the device operated as expected. It was communicated that the device would not be returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including respiratory failure, bleeding, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death is unknown. Whether the outcome was device or therapy related was not provided by the customer.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number: (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.